Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22dec2020

Event description:
The customer reported a ventilator with multiple malfunctions that include the ventilator alarming upon powering on the device and had a monitor that would not go on. Additionally, the device was not able to power off via power button press and the exterior cover was broken as well. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. No delay to patient therapy was reported.

Manufacturer narrative:
It was reported that the ventilator displayed a battery failed alarm. The part was evaluated by the international philips field service engineer who confirmed the reported issue. The fse replaced the battery, top cover, and the power management board. The power management board was replaced under a field change order (fco). The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.